Event description:
It was reported that the pt had an allergic reaction. The hcp was not sure what the root cause was, but stated that the pt was in a full-blown break out and was medicated. An allergy test could not be performed for 30 days. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).